Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 1 device was received. 1 event was confirmed during testing. 1 device was found to be affected by corrosion, causing an accessory to break. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which an accessory broke while using with the device. 1 event had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact,

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Three events were reported for this quarter. Three devices were received for evaluation; two events were confirmed during testing. Two devices were found to be affected by corrosion and a fractured cutting accessory. One device evaluation is in progress. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 3 malfunction events in which an accessory broke while using with the device. One event had no patient involvement; no patient impact. Two events had patient involvement; no patient impact.